Manufacturer narrative:
Batch review performed on 13 march 2025. (B)(4) items manufactured and released on 08-nov-2022. Expiration date: 2027-10-12. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review.

Event description:
Primary surgery was performed at th10-l3 due to osteoporotic vertebral compression fracture. Pedicle screw breakage observed at left side of l2 during removal surgery.

Manufacturer narrative:
Visual inspection performed by r&d department: issue: the inlay of the screw is found to be out of position. Background: must lt screws are assembled through a punching process that deforms the tulip, thereby retaining the inlay and the screw. This batch was manually punched, with the punching area visually inspected and the operation performed on both sides. Analysis: a possible root cause of the inlay displacement could be the application of excessive compressive force during surgery, which may have led to the disassembly of the inlay. It is not possible to determine whether the disassembly occurred during the primary surgery or the revision procedure. If the inlay had been disassembled during the primary surgery, but the rod and setscrew had already been properly fixed, the disassembly of the inlay would not have represented a critical issue, as the construct would have remained intact and stable. Root cause: inspection of the part confirmed that the manufacturing process was carried out according to specifications. It might be that unique excessive forces were during the surgery, but this cannot be confirmed and a certain root cause cannot be defined.

Event description:
Primary surgery was performed at th10-l3 due to osteoporotic vertebral compression fracture. During removal of the pedicle screw at left side of l2, the inlay was found disassembled.